Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tracker infection and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03044. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with a suburethral transobturator sling and a cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2007. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, dyspareunia, and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to mesh exposure.